Event description:
It was reported that on (B)(6) 2026, a patient presented for a triclip procedure. During the preparation, a triclip steerable guide catheter (tsgc) lost the column. Troubleshooting was performed but was unsuccessful. Device was replaced and two clips were implanted. All steps were performed as per IFU. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and returned device analysis, the cause of the reported loss of fluid column was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2026, a patient presented for a triclip procedure. During the preparation, a triclip steerable guide catheter (tsgc) lost the column. Troubleshooting was performed but was unsuccessful. Device was replaced and two clips were implanted. All steps were performed as per IFU. There were no adverse patient effects or clinically significant delays reported.